Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Retainer ring = clear. Customer complained about the unit having a pump error 53 on event date of (B)(6) 2022. The pump passed the displacement test and selftest. Successfully downloaded history files and traces using thus. No pump error 53 alarms during testing. No pump error 53 was present in the history download. Tested with a test p-cap and the test p-cap locked in place properly, however, damage to the retainer ring was noted during inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, end cap address label missing, and cracked retainer. Pump error 53 was unknown due to no event in the history. Cosmetic damage was confirmed located at the retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated insulin pump passed the self test. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned to for analysis.